Event description:
On (B)(6) 2012, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After deployment of the trunk-ipsilateral leg component, the physician advanced a contralateral leg component. The physician determined that the length of the contralateral leg component was incorrect, so attempts were made to retract the component into the introducer sheath. After multiple attempts to withdraw the component into the sheath, the component unintentionally deployed. As the component was not covering any branch vessels, the physician decided no treatment was necessary. The procedure concluded and the pt was in good conditions.